Event description:
It was reported that the bd luer-lok¿ syringe sterile has liquid in syringe. The following information was provided by the initial reporter: caller states she can see a layer of oil inside the syringe on the barrel and plunger and does not think it should be there.

Manufacturer narrative:
H6: investigation summary: three photos received by our quality team for investigation. Upon visual evaluation, clear liquid is observed inside the syringes within the fluid path, it is not possible to confirm if liquid is silicone without physical samples. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd luer-lok¿ syringe sterile has liquid in syringe. The following information was provided by the initial reporter: caller states she can see a layer of oil inside the syringe on the barrel and plunger and does not think it should be there.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).